Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Date returned to manufacturer: apr 26, 2017.

Event description:
It was reported that during routine follow-up in clinic, increase in capture threshold was observed. The patient was not symptomatic. The physician believed that the rv lead had micro dislodgement. Lead was explanted and replaced. There were no patient complications from the procedure.